Manufacturer narrative:
Method: device history record review, medical review. Results: based on the results of the DHR review, the available information given within this complaint, product evaluation, work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The lot number of the injector and cartridge was not been provided, hence DHR review for the manufacturing of the injector and cartridge cannot be completed. No root cause was determined. Per medical review: reportedly, a silicone-single piece iol exited cartridge very fast during insertion causing the posterior capsular tear. Vitrectomy was performed and lens was removed at the same surgery date. A different (3-piece silicone lens) was successfully implanted. No reported postoperative sequelae. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +23.50. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. A visual inspection of the returned product found of the returned product found no visible damage to the lens. There was evidence of dry surgical residue on product. (B)(4).

Event description:
The reporter stated the surgeon implanted a aa4204vf +23.5 diopter silicone single piece lens in the patient's right eye. As the lens was being inserted into the eye, the lens came out of the cartridge really fast and tore the capsule bag. There was a vitrectomy performed and the lens was removed. An aq 3-piece lens was implanted. Cause of this incident is unknown.